Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report no delivery alarms and high blood glucose readings. The customer¿s blood glucose reading was 400 mg/dl. The customer changed the infusion set and resolved the alarm. Later, the customer¿s blood glucose reading was 294 mg/dl, but went up to 463 mg/dl after receiving another no delivery alarm. The patient treated their high blood glucose via insulin pump bolus. The customer performed troubleshooting; customer found the time and date were wrong and was assisted with correcting it. The customer performed the high-pressure test and it passed. The customer was advised to follow up with their doctor. Nothing was replaced or returned.